Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva plus system within 10 minutes: 530 mg/dl, 400 mg/dl, and 137 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.